Manufacturer narrative:
Corrected field: component code grid (h6). The reported event could be confirmed since the device was returned for evaluation and the damage on nail indicate the alleged event. The returned device was visually inspected, and we saw reamer marks on the proximal hole of the nail, which indicate that the reamer contacted the nail during the reaming process. This was also confirmed on the reamer, as we can see the contact marks on the cutting flutes. A functional inspection was conducted with the returned nail, reamer, and sample targeting device and sleeve, in which we found no misdrilling; the reamer can be moved easily within the proximal hole with a gap from the walls. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design-related problems were found during the investigation. Based on the investigation, the root cause is user related as the functional inspection of nail and reamer indicate they are functional in nature, so this confirms that the event is not related to them. If any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that: "the surgery was performed to implant the t2 alpha nail for a patient with right subtrochanteric fracture. When the precision pin was inserted, it interfered with the nail. After that, the nail passed through, but the lag screw reamer did not. The surgery was completed after replacing the precision pin with another one and replacing the nail with 360 mm nail because they were damaged.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that: "the surgery was performed to implant the t2 alpha nail for a patient with right subtrochanteric fracture. When the precision pin was inserted, it interfered with the nail. After that, the nail passed through, but the lag screw reamer did not. The surgery was completed after replacing the precision pin with another one and replacing the nail with 360 mm nail because they were damaged."